Manufacturer narrative:
Assessment of the information provided determined that the 2-way stop-cock was in the incorrect position. Since the stop-cock was in the improper position, it did not allow medication to be properly administered to the circuit. The medications were still advancing through the infusion line via the syringe driver but were restricted from entering the circuit by the off position of the stop-cock. This caused a build-up of pressure at the connection with the female luer lock and the 2-way stop-cock resulting in a leak at this interface. The device was serviced at the customer site for an unrelated event. The syringe driver was replaced and the device subsequently passed all applicable testing. Review of the device data confirmed that message code 270 (syringes need replacement) was not delivered to the user.

Event description:
It was reported that eleven hours into perfusion, the device user noted that the infusion line had been closed by the team for approximately 4 hours preventing the infusion of medications. A leak was also noticed at the infusion line stop-cock. The user was instructed to open the stock-cock to open flow to the medications. The leak was noted to have resolved after the stop-cock was opened and no tear or damage was noted in the tubing or luer cap. Ultimately, the surgeon declined the liver for transplant as they were unable to determine medication administration. Reallocation was attempted, however, the liver was ultimately discarded due to viability concerns. Medwatch form received indicates that the metra's alarm, message code 270 (syringes need replacement) did not deliver when this was noted.